Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Replacement of the floating mass transducer (fmt) (rw coupling) was planned due to poor hearing results. The implant was replaced.